Event description:
Per the clinic, the patient experienced a performance decrement as a result of incorrect electrode placement including migration of the electrode. Subsequently the patient's device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.